Event description:
It was reported that the patient went to the ER because their pacemaker had broken through the skin in their right chest area. The area was red and inflamed. The device was explanted, and the patient was administered antibiotics. The doctor believes this is a typical reaction of patient. The patient was stable.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.